Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 14 years post implant of this mitral mechanical valve, the patient experienced swelling and paravalvular leak. During a procedure to replace the patient's tricuspid valve, the surgeon repaired the leak. The patient noted there has been no problems since the repair.